Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 0600520 chronic catheter approximately ten days post chronic catheter insertion, the inner and outer tubing of the catheter allegedly dislodged/dislocated from one another making the inner tubing of the catheter visible it was further reported that the catheter was replaced. This report was received from one source. This event involved one male patient, 9 months of age, weighing 9 kgs. There was no reported patient injury.

Manufacturer narrative:
H10:per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required per wiq1412900. However, the DHR was requested to review manufacturing records.one hickman broviac, 4.2 fr. Single lumen catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for outer catheter break near clamping sleeve ¿ outer catheter junction, as a fragment of outer catheter tubing was found completely broken off from the region just distal to the protective clamping sleeve where the catheter narrows. The break profile of the outer catheter fragment has an inclined break profile with a lip at one end of the profile, which is consistent with tearing due to prolonged tensile stress. The distal end of the fragment and the distal end of the inner catheter had a smooth break surfaces with striations consistent with cutting by a sharp blade. The definitive root cause could not be determined based upon available information. Tensile stress may have contributed to the catheter break; however, the origin of the damage is unknown. It is unknown if procedural issues contributed to the reported event. The device is labeled for single use. H10: g4. H11: d3. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Per the lot history review, this is the first complaint reported for this lot number and general issue to date. Based upon the severity level and lot quantity, a DHR review is not required per (B)(4). However, the DHR was requested to review manufacturing records. One hickman broviac, 4.2 fr. Single lumen catheter was returned for evaluation. Functional, gross visual, microscopic visual and tactile evaluations were performed. The investigation is confirmed for outer catheter break near clamping sleeve ¿ outer catheter junction, as a fragment of outer catheter tubing was found completely broken off from the region just distal to the protective clamping sleeve where the catheter narrows. The break profile of the outer catheter fragment has an inclined break profile with a lip at one end of the profile, which is consistent with tearing due to prolonged tensile stress. The distal end of the fragment and the distal end of the inner catheter had a smooth break surfaces with striations consistent with cutting by a sharp blade. The definitive root cause could not be determined based upon available information. Tensile stress may have contributed to the catheter break; however, the origin of the damage is unknown. It is unknown if procedural issues contributed to the reported event. The device is labeled for single use.

Event description:
This report summarizes one(1) malfunction event. A review of the event indicated that model 0600520 chronic catheter approximately ten days post chronic catheter insertion, the inner and outer tubing of the catheter allegedly dislodged/dislocated from one another making the inner tubing of the catheter visible it was further reported that the catheter was replaced. This report was received from one source. This event involved one male patient,(B)(6). There was no reported patient injury.